Event description:
A us distributor reported that a battery charger was resetting.

Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (reset) was duplicated. Upon investigation the battery charger was resetting. The cause for failure was isolated to a q202 component was internally shorted. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged charger.